Event description:
A home patient (hp)'s nurse contacted baxter's technical service center to report that a compact exchange device (cxd) was not spiking the bags correctly. The technical service representative (tsr) explained that the unit might need to be cleaned. The tsr reviewed the cleaning process with the nurse per the cxd instruction sheet. The nurse understood and agreed to clean the unit. The nurse would call back if she was still having issues. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the reported event, it was revealed that the hp's son had brought-in the cxd stating that it was not working at all. The nurse explained that she could not specify the problem because she did not see it malfunction herself. The nurse stated she tried to clean it as directed by tsr, but it still did not work. The nurse did not try to use it again on any supplies. The nurse explained that she was not aware of any product damage or patient injury as a result of this event.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The compact exchange device (cxd) was returned to baxter for evaluation for the reported issue of not spiking the carriage. Per a device history review, no issues were identified that may have caused or contributed to the reported issue of cxd not spiking the bags correctly. The reported issue of cxd not spiking the bags was confirmed and duplicated. The spike carriage guide spring was revealed to be bent, which prevented the spike carriage from being guided to the spike position after completing the unspike operation. No problems found by external inspection. The cause for the reported issue cxd not spiking the bags was determined to be a bent spike carriage spring. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.